Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was pushing a grocery cart, they received an inappropriate shock due to t-wave oversensing. The t-wave oversensing was a result of a change in morphology when programmed in secondary vector. It was noted that the patient has a concomitant implantable cardioverter defibrillator (ICD) and the subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the pacing spike. During the interrogation the field representative was able to recreate morphology change and stated that the s-ICD was intermittently double and sometimes triple counting the t waves. The s-ICD was reprogrammed to primary sensing vector which resolved the issue. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. A 5mv, 50hz, 60ppm signal was applied to the device in the primary, secondary, and alternate inputs. The device sensed the signal normally with no noise noted. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The s-ICD was explanted two years later during an upgrade procedure and returned for analysis.